Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, olympus confirmed the biopsy channel was leaking while the user was handling the device, and water invaded the device. Due to the water invasion, abnormality of electronic parts occurred which led to the malfunction. The event can be prevented by following the instructions for use (IFU) which state: "important information ¿ please read before use warnings and cautions: caution ·do not touch the electrical contacts inside the electrical connector. Ccd (charged coupled device unit) damage may result. ·turn the video system center cv-150 off before connecting or disconnecting the videoscope cable from the electrical connector on the endoscope. Turn the video system center cv-150 on or off only when the videoscope cable is connected to both the video system center cv-150 and the electrical connector on the endoscope. Failure to do so can result in equipment damage, including destruction of the ccd. 3.6 inspection of the endoscopic system inspection of the endoscopic image 4. While observing the palm of your hand, confirm that the endoscopic image is free from noise, blur, fog or other irregularities. 5. Angulate the endoscope and confirm that the endoscopic image does not momentarily disappear or displays any other irregularities. Chapter 5 troubleshooting if the endoscope is visibly damaged, does not function as expected or is found to have irregularities during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 5.1, ¿troubleshooting guide¿ on page 55. If the problem cannot be resolved by the described remedial action, stop using the endoscope and send it to olympus for repair. If any abnormality in the function of the endoscope and/or endoscopic image is suspected during use, stop the examination immediately and carefully withdraw the endoscope from the patient as described in section 5.2, ¿withdrawal of the endoscope with an abnormality¿ on page 58." Olympus will continue to monitor field performance for this device.

Event description:
The third party repair reported (on behalf of the customer) that the bronchovideoscope was leaking and not displaying an image. This occurred during reprocessing for a diagnostic bronchoscopy procedure. The procedure was completed with similar competitor device. There was no report of patient harm.

Manufacturer narrative:
The device was not returned to olympus, however, it was returned to a third party for repair. During third party evaluation, it was found that the bronchovideoscope was leaking at the bending section rubber, and the scope connector. Additionally, the image was faulty/hazy due to the moisture contamination. Other evaluation findings are as follows: the bending section rubber was torn; the instrument had dried out; the insertion tube was crushed, wrinkled, and collapsed; and the distal end was detached from the bending section. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.